Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, calibration failed giving a "service gas system and/or o2 sensor" message on the electronic pt gas system (epgs). As a result, the entire perfusion system changed out prior to setup completion and there was no pt involvement at the time. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.